Event description:
It was reported that dehiscence was noted at the implant site of the device. Non-surgical diagnostic exploration was performed and the device pocket was determined not to be breached. No additional intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.